Manufacturer narrative:
(B)(4). Batch # p57e54. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information was obtained: the doctor indicated the cause of the damaged anvil may be due to bone shards in the tissue, since the patient had shattered ribs due to a gun shot wound.

Event description:
It was reported that during a video assisted thoracic surgery trauma case, where the patient had shattered ribs due to a gun shot wound, the doctor was attempting to fire the third reload, no buttressing material, clamped down on lung tissue, and the device stopped half way through the firing sequence. The device partially cut and partially deployed staples. The doctor was able to use the reverse button to retract the cutter and removed the device from the patient. The doctor noticed the anvil was damaged when the reload was removed. A second device and reload was used to continue the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # p57e54. Device evaluation: the analysis results found that one pcee60a device was returned with the anvil bent upwards and without a reload loaded on the device. Furthermore the anvil knife slot was noted to be damaged. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.